Event description:
The customer states that patient samples processed using a cd 3700 sl analyzer generated higher than expected platelet values suddenly. When the samples were repeated the results were lower. One patient sample generated a plt=1500 k/ul result and when repeated, yielded a plt=500 k/ul. No adverse outcomes were reported for this issue.

Manufacturer narrative:
(B)(4). Sample aspiration peristaltic pump tubing. Investigation summary: the initial test was run in closed mode and during repeat testing it was run in open mode. The customer stated that the sample aspiration peristaltic pump tubing (ppt) was changed on (B)(6) 2009. The customer was instructed by the customer technical advocate (cta) to replace the ppt and contact customer service and support if the situation continued. On (B)(6) 2009, during a follow-up with the customer, the cta was informed that after replacing the ppt the issue was resolved. The instrument was performing within specifications. A search of the service history reports for the cell-dyn 3700 instrument, serial number (B)(4), showed no other complaints have been reported in regards to high plt results on patient samples. A non-statistical trend (nst) review was performed and no nst was identified. The event is addressed in labeling. The cell-dyn 3700 system operator's manual, list number 06h89-01, revision f, under chapter 9, maintenance overview, preventive maintenance schedule, page 9-2, indicates that replacement of the sample aspiration peristaltic pump tubing should be performed on a weekly basis. Based on the investigation, no product issue was identified for the cell-dyn 3700, in regards to the reported issue. This is the final report.

Manufacturer narrative:
(B)(4). The brand name of the device was corrected from cell-dyn 3500 sl analyzer to cell-dyn 3700 sl analyzer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.